Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged three months post implant. This ra lead was repositioned and remains in service. To date, no adverse patient effects were reported. Boston scientific did not make the event date available.